Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noisy signals which caused a delay to therapy delivery. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. Ts discussed how the observed behavior is not indicative of a fracture, with examination options discussed. This device remains in service. No adverse patient effects were reported.